Event description:
This case was initially received via (B)(6) (reference number: (B)(4)) on 29-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in lower back (these pains prevented her from sleeping and spread in lower back)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), periarthritis ("capsulitis without trigger movements"), headache ("headaches"), oropharyngeal discomfort ("feeling to have a ball in throat"), vertigo ("vertigos") and feeling drunk ("feeling to be drunk"). The patient was treated with antiinflammatory/antirheumatic products and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, periarthritis, headache, oropharyngeal discomfort, vertigo and feeling drunk outcome was unknown. The reporter provided no causality assessment for back pain, fatigue, feeling drunk, headache, oropharyngeal discomfort, periarthritis and vertigo with essure. The reporter commented: pain in lower back that led the patient to take anti-inflammatory regularly and do physiotherapy sessions. Otorhinolaryngologist consultation, physiotherapy sessions and anti-inflammatory and osteopath consultation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 31-aug-2017 for the following meddra preferred terms: - back pain - the analysis in the global safety database revealed 327 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.